Event description:
It was reported, there was a large column of air. A second valve was implanted to fix the leak and stabilize the first valve.

Manufacturer narrative:
B4: date of this report: 11/3/2020, corrected submission date is 11/3/2020. First attempted submission of 11/2/2020 was stuck "in processing" in web trader. G6 type of report: follow-up/01 h2 if follow-up, what type? Correction.

Manufacturer narrative:
It was reported that on (B)(6) 2020 a surgeon was unable to fully deploy a sapien 3 trans catheter valve. It was stated by the reporter "the first valve was placed high/ over expanded as a result of a quick improvisation that occurred after the valve was not fully inflated. A second valve was implanted to fix the leak and stabilize the first valve." The reporter states, "it is not known where the source of the leak is." There was no serious injury reported. However, due to the reported nature of the incident and in abundance of caution this medwatch is being filed. The sample is not available for return and evaluation. No further information is available at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
It was reported, there was a large column of air. A second valve was implanted to fix the leak and stabilize the first valve.